Event description:
A distributor contacted ventec to report that a patient desaturated to 90%. The patient was then placed on a different ventilator for care and recovered. The reporter further advised that the hospital believed that the device may have rebooted unexpectedly during the event. There was patient involvement associated with the reported event; however, no further details about the patient or the event were provided. There were no reports of patient harm as a result of the reported issue. Ventec requested additional information about the patient; however, no additional information has been provided by the distributor.

Manufacturer narrative:
The distributor advised ventec that they had run the device for a few hours and did not observe any issues. The hospital has requested that the device be returned to ventec for evaluation. Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec received the device for evaluation. The device's electronic records were then downloaded for analysis where it was confirmed that a single reboot event of less than 45 seconds had occurred. The device was then evaluated where the reported issue of it rebooting unexpectedly could not be duplicated. An internal inspection of the device was performed, however, no discrepancies were observed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.